Event description:
A new pt was diagnosed as lumbar spodylosis and left sciatica and received drug treatment. 2003-she was diagnosed as osteoarthritis of both knee, her left knee was worse than right. She got an intraarticular injection of suvenyl (sodium hyaluronate) 25mg, rinderon (betamothasone sodium phosphate) 4mg, and 1% xylocaine (lidocaine) 2ml into her left knee. 2003 - she had been injected artz dispo into both knee joints every one or two weeks, total eight times to each knee. After that treatment, her symptoms went into remission and her physician stopped artz dispo injections. 2005 - right knee joint pain reappeared and she had been injected artz dispo into right knee ten times. Her left knee was also injected in 2005. 2005 - she visited her physician's office because left sciatica and left knee joint pain reappeared. She received nerve block (trigger point injection and epidural injection) to left lumbar and hip, and artz dispo injection into left knee joint. 2005 - she visited the office again at 4:30 pm because her left knee joint pain was increased since the morning. Her left knee was swollen and had local warmness. There was retention of about 35ml of the joint fluid that was purulent, yellow, clouded, and viscous. Her physician suspected pyogenic arthritis of the left knee, judged that she needed intensive treatment such as antibacterial treatment of irrigation of joint immediately, and sent her to another hosp. She was hospitalized and the physician couldn't get information after her hospitalization. The results of bacterial culture of the joint fluid aspirated in the office was negative. Physician's comment: artz dispo was probably related to this event because the results of bacterial culture was negative, there were a lot of neutrophilic leukocyte in the joint fluid, and there were another acute knee arthritis pt (9612392-2005-00015) who received artz dispo injection on the same day. In the same office. Her synovial membrane might be stimulated by artz dispo, for example, contamination of foreign particles, abnormal ph, and temperature stimulus.

Event description:
Sales representative visited the physician and obtained the patient's follow-up information after the hospitalization. The patient visited the physician's office in 12/2005 for the first time since the investigation. Her pain improved even though it remained a little at the time. The patient stated that she had been conducted joint irrigation under an arthroscipe at the hospital and had been hospitalized for about 50 days due to postoperation management.